Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The cause for the reported dissection cannot be confirmed. However, as reported, the access site was not ideal considering the patient's girth, and that a counter-incision would have provided a smoother transition into the artery. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported by the edwards field clinical specialist that after the transfemoral deployment of a sapien valve, removal of the 24fr rf3 sheath and closure of the arteriotomy, a dissection was noted. A surgical repair of the dissection was performed. There was no vessel calcification or tortuosity. However, it was reported that they should have used a counter-incision because of the girth of the patient; a counter incision would have provided a smoother transition into the artery.